Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed, and it was noted that there was a leak at the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined. However, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port connector when it was inserted into the spike port tubing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. This occurred in the pharmacy, prior to patient use. There was no patient involvement. No additional information is available.